Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient¿s left leg (impella insertion side) was noted to be cooler than the right, and the patient reported numbness. Earlier in the morning, pulses assessed via doppler were weak; however, doppler pulses could no longer be obtained. The patient was on vasopressors, and lactate remained >2. A decision was made to take the patient to the or for escalation to impella 5.5. Following removal of the device, a cfa/profunda endarterectomy and closure were performed, after which doppler pulses were again present. All devices were discarded after removal in the or. Prior to leaving the ccl the previous evening, a limited femoral angiogram was performed via the wire reaccess port, which demonstrated distal flow.